Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided 3mensio was reviewed, revealing the following observations: patient's right access vessels had presence of calcification, under-sized vessels and tortuosity. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance between system components leading to inability to advance through the sheath was unable to be confirmed due to unavailability of device/applicable imagery. Available information suggests that patient factors (calcification, tortuosity, under-sized vessels) likely contributed to the reported event, as confirmed via 3mensio. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. The complaint for sheath liner puncture was unable to be confirmed due to unavailability of device/applicable imagery. Available information suggests that procedural factors (high push forces) and/or patient factors (calcification, tortuosity, under-sized vessels) likely contributed to the reported event, as confirmed via 3mensio. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, an angioplasty was performed on the right iliac artery with an 8mm balloon prior to esheath insertion as it was known the peripheral anatomy was diseased. A 16f esheath was then inserted without issue. The esheath was split with an 18f dilator to reduce push force. Upon introduction into the esheath, a 29mm sapien 3 ultra resilia valve and commander delivery system became stuck in esheath at the right internal/external iliac bifurcation. The valve began exiting the side/seam of the esheath. The device was then retracted as a unit and a peripheral intervention was performed with shockwave and balloon angioplasty. A 29mm sapien 3 valve and system were prepped and deployed. Upon review of the peripheral angiogram at the end of the case, it was determined there may be a small dissection at the internal/external bifurcation of the right iliac. Because of this, the implanter decided to place peripheral stents across this area in an abundance of caution on the way out. There was no valve frame damage.